Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has not been returned for investigation in our laboratory at b. Braun (B)(4): as no sample was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. Because we received no batch information from the customer, an examination is not possible if there were any abnormalities in the manufacturing process or in the check routine of the final control. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion" "an easypump filled with 240 ml of 5fu for an outpatient emptied in 24 hours instead of the planned 48 hours. The patient disposed of the pump so that the item could not be returned. The patient complained of nausea but is now well."